Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had therapy disabled for over six months. A review of stored episodes noted appropriately treated events on (B)(6) 2025, however, a month later episodes that looked like flat line were noticed. There was one atrial fibrillation (af) episode that due to the baseline like morphology there was oversensing and the smart pass was disabled as a result of the low amplitudes. The therapy was noted to have been turned off afterwards. A recent presenting subcutaneous electrocardiogram (s-ECG) showed good r waves with baseline noise which could be the reason why therapy was programmed off. This s-ICD system remains in service. No additional adverse patient effects were reported.